Event description:
Angio-seal used for heart cath closure. Heart cath normal. Swelling and pain in groin immediately after cath, ultrasound revealed an av fistula, heavy bleeding. Repaired using gortex-graft, staph infection requiring months of home IV treatment. Graft failed within 6 months, femoral by-pass performed to repair. Severe pain and numbness still problematic. There are experts out there who are aware of the problems with this device, why is it still on the market maiming and killing innocent people?